Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a message for "session ended, I have a new transmitter" occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failure. The reported event of a message for "session ended, I have a new transmitter" is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.